Event description:
It was reported that the device was replaced due to battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.